Event description:
The device was used during a lobectomy procedure, reportedly, the staples did not fire.

Manufacturer narrative:
The cause for the difficulty reported was attributed to an internal pin which was improperly positioned.